Event description:
It was reported that the patient's log file was sent for in for review. The log file revealed intermittent low flow alarms with high pulsatility index (pi) events on (B)(6) 2021 which resolved on their own. Most of the low flow events were unstained (less than 10 seconds). These occurred at times when pi was elevated. It was communicated that the low flows were most likely caused by hypertension (htn), but it was also noted that through a computed tomography angiography (cta) there showed mild bio-debris within the bend relief, but no action was taken as it was mild and there was no discussion about where it came from. There was no occlusion of the outflow graft. The patient's treatment was changed to include losartan. The pi events were caused by the patient only taking their lasix prescription medication. It was communicated that the patient had another CT (computed tomography) on (B)(6) 2021 that found the inflow cannula was misoriented as well as mild bio debris without evidence of stenosis. Also, there was a web like thickening along the undersurface of the non-coronary cups which caused concern for thrombus along the valve.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported inflow cannula misalignment could not be confirmed from this evaluation as no computed tomography (CT) scan images depicting the misalignment were submitted for review. The report of low flow alarms was confirmed via the submitted log files. Although a specific cause for these events could not be conclusively determined, the account reported that the alarms were caused by the patient's hypertension. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained data from 17jul2021 09:06:11 through 26jul2021 09:39:22, per the timestamps. Transient low flow faults were captured on 20jul2021 and 25jul2021 when the estimated flow dropped below the low flow threshold of 2.5 liters per minute (lpm), to a range of 2.3 - 2.4 lpm. Of these faults, 7 lasted long enough to trigger low flow alarms, which lasted between 1 and 13 seconds, each. The observed low flow events also appeared to be associated with elevated pulsatility index (pi) values. No other atypical events or alarms were captured. Despite the observed events, the pump appeared to function as intended at the set speed. A computed tomography angiography (cta) scan with and without contrast was conducted on (B)(6) 2021 which revealed very mild bio-debris within the outflow graft bend relief. The results from the cta also revealed severe cardiomegaly and a web-like thickening along the undersurface of the non-coronary cusp concerning for thrombus along the valve. The left ventricular assist device (lvad) was observed to be in place with the inflow cannula slightly oriented towards the anterior apical wall rather than in line with the mitral valve plane. The account reported that the cause of the low flow alarms was most likely hypertension (htn) and the patient did not experience any symptoms during the low flow events. The patient was started on losartan and was taking lasix as needed. It was also reported that no action was taken for the bio-debris as it was mild and there were no signs of outflow graft occlusion, focal kinking, or stenosis. The patient remains ongoing with hm3 lvas, serial number (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists hypertension, venous thromboembolism, and arterial non-central nervous system (cns) thromboembolism as adverse events which may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 5 of the IFU also provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 6 of the IFU, ¿patient care and management¿ (under ¿blood pressure measurement¿), states that adequate therapy for post-implantation hypertension should consistently maintain the mean arterial blood pressure below 90 mm hg. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting", provide information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. No further information provided. The manufacturer is closing the file on this event.